Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material and adhesive residue was found on the catheter body. After the catheter failed functional testing, the catheter body was microscopically examined. A small hole was detected directly adjacent to the juncture hub. The appearance of the hole was consistent with contacting a sharp object (scissors, needle, scalpel, etc.). The total length of the catheter body measured to be 99 mm which is within specifications of 89-101 mm per product drawing. The catheter body contained a small hole 1 mm from the distal end of the juncture hub. The returned catheter was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "prepare the catheter for insertion by flushing each lumen and clamping or attaching the injection capsto the appropriate pigtails." When the proximal lumen was flushed, a small leak was detected adjacent to the juncture hub. No issues were detected when the distal and medial lumens were flushed. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter body contained a small hole with damage consistent with contacting a sharp object. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received and the report that the leak was found 12 hours after insertion , unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that about 12 hours after placement, the user found solution leaking from the extention line of the proximal lumen during use on a patient. Therefore, the catheter was replaced with a new one. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that about 12 hours after placement, the user found solution leaking from the extension line of the proximal lumen during use on a patient. Therefore, the catheter was replaced with a new one. No patient harm reported.